Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. The share log was reviewed and the transmitter failed as a pairing failure was displayed in the logs. The customer complaint of pairing failure was confirmed. The root cause was determined to be a transmitter error. The reported issue of pairing failure is reportable based on the finding of transmitter failure error.